Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating missing the glucose alarm alert while wearing the adc device. As a result, on (B)(6) 2022, the customer "could not think anymore" and had a loss of consciousness. A blood glucose test of 53 mg/dl was obtained on an unknown device and the customer was provided "4 vials of glucagon" by the hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.